Event description:
It was reported that during a percutaneous transangioplasty case the guide wire fractured. This fracture occurred during an attempt to pass the guide wire from the left femoral artery to the right femoral artery. There were no pt effects reported.